Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp)'s caregiver (cg) revealed that there was air bubble in the patient line. The cg stated that the transfer set was twisted closed and was then twisted open. The technical service representative (tsr) assisted in ending the therapy and advised to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for air in line was not confirmed and a cause was not identified.